Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed cannot find sensor signal. It was stated that the previous sensor was removed and did not have a cannula. Troubleshooting was performed. The transmitter did blink. It was advised to change the sensor. The customer¿s mother removed the sensor and again, it did not have a cannula. Customer¿s blood glucose value was 154 mg/dl. The sensors will not be returned for analysis.